Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level had been under 30mg/dl. The customer was treated for the lows and monitored. The mother states the piston would not go down. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.